Manufacturer narrative:
Concomitant medical product: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. The left ventricular (lv) lead exhibited high, unstable and varying thresholds. The threshold feature that measures output was turned off with the new device, and the lv lead remains in use. No patient complications have been reported as a result of this event.